Event description:
Caller states the patient tested greater then 8.0 inr on the coaguchek xs system and 1.6 inr on a comparison lab. Dose was adjusted based on lab result. No adverse event reported. Requested return of suspect system, and replacement was sent.